Manufacturer narrative:
Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related as a contributing factor to the bleed was determined to be the patient put in a pronate position. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: the patient was a 79-year-old male with an indication for use of cardiomyopathy who required mechanical circulatory support. The patient also had severe acute respiratory distress syndrome (ards) and, per the reporting physician, would have been an appropriate candidate for veno-venous ECMO; however, the physician elected not to cannulate for ECMO and instead implanted an impella device. Due to worsening oxygenation, the physician made the clinical decision to prone the patient despite being aware of the associated bleeding risk while on impella support. The patient was pronated using an anesthesia foam pillow and rolled towels for positioning. Forward suturing was utilized, a 4x4 gauze dressing was applied, and the introducer was peeled away outside the body. The reposheath was reported to be properly placed with appropriate angle matching. After transfer to the ICU and during ongoing support, patient movement occurred. Subsequently, significant bleeding developed from the access site arteriotomy/vessel following pronation. Hemostasis was not achieved, and the patient experienced uncontrolled access site bleeding, with blood loss and transfusion details reported as unknown. Anticoagulation monitoring, antithrombotic therapy, underlying conditions contributing to blood loss, and blood products administered were all unknown. The bleeding progressed overnight, reportedly pooling into the foam positioning materials, and the patient coded in the early morning hours. There was no reported vessel perforation or dissection. The device was removed (B)(6) 2026 not due to a failure mode on (B)(6) 2026. The pump and introducer were returned for evaluation. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock, ards on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock, ards on multiple inotropes and pressors and was ventilated for respiratory support.